Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2011. It was reported the pt has experienced pocket heating a few times since the implant. The pt mentioned temp changes while recharging the system. The pt also indicated the change time has decreased to a 20 mins before the ipg is fully charged. A replacement charging system was sent to the pt which reportedly has resolved the issue.